Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a emergency room visit with diabetic ketoacidosis due to high blood glucose on (B)(6), 2017 with blood glucose of 400 mg/dl . Patient's other blood glucose value: 145 and 300 mg/dl. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.